Event description:
On 05/02/2007, the co rec'd a report, where it was claimed that the 15mm connector of the device is slipping out of the tube. The caller reported that the connector is coming out with very little force. The caller stated that visual inspection of the device revealed some type of silicon or lubricant. The end clinician elected to replace the 15mm connector with one from another device for continued use of the device.